Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
Reported via clinical study. It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. During the exchange of the pigtail catheter to the wds, air was noted in the left atrium, left ventricle and the aorta. The patient experienced st segment elevation before it quickly resolved on its own. No other hemodynamic changes were noted with both the left ventricle and right ventricle function remaining normal. The procedure was continued, and the physician successfully implanted the closure device in the laa of the patient. There were no other complications that were reported to have occurred as a result of this event, and the patient made a full recovery.